Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: a review of the black box revealed evidence of a time/date reset after 9 minutes of a power on reset. The returned battery and cartridge caps were used during investigation. During evaluation, the ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings that occurred during the investigation. The time/date defaulted to factory settings after a 6 hour power on reset. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a time/date issue with the pump. The pump allegedly reset during a battery change. There was no indication as to whether or not the time/date correctly maintained when the battery was removed for less than 12 hours. There was no additional information available for this complaint. There was no adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).